Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2006-(B)(6), product type catheter product ID 8840, serial# unknown, product type programmer, (B)(4).

Event description:
It was reported that there was a pump alarm due to a motor stall. It was found that there were multiple motor stalls with recovery of each stall in the logs since (B)(6) 2007. Motor stalls were possibly caused by patient being near a magnetic field. The reporter stated that the patient listens to a radio and places the radio on her abdomen. The evening prior to report, the patient was listening to the radio and subsequently heard the pump alarm. It was noted that the patient does use the radio frequently, falling asleep with it on the abdomen. The patient and healthcare provider were going to do further troubleshooting to verify the cause. The patient did not feel any chan ge in therapy effect. The medication being delivered was baclofen.